Event description:
It was discovered while checking cpmp pouches that the description of trazodone 100mg tablets ndc 13668-0331-05 had an incorrect description on the med pack pouch bags. It was labeled as a round oval tab with markings 07 08 but should have said round white tab 13 31. Wrong description was being printed on individual med pack bags when trazodone 100mg was being dispensed. Tablet and capsule descriptions are entered in the parata pass software database manually when staff add a new ndc; this ndc was added many months ago in xxxxxxxx 2023. Unsure where the description "round, oval 07 08" came from. Usual practice is to use the description in rx30 drug records. Error went undetected for months before staff identified it. No reports of it causing confusion for patients. Error went undetected for months before staff identified it. No reports of it causing confusion for patients. (B)(4).